Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the coronary diagnosis procedure. The procedure was completed as planned. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles cannot confirm the malfunction related to the reported problem. Upon troubleshooting actions, fse identified that the clea extension board controlling the arm was defective. Fse replaced the clea extension board. After replacement, the system was returned to use in good working order. A few days later, the issue reoccurred. The philips engineer replaced the position sensor. After the replacement of the position sensor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be moved in caudal direction. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the clea extension board 1. The device was returned to expected functionality.